Event description:
The caller alleged discrepant results when compared with the lab. The following results were reported: inratio, lab 3.7, 3.0; 4.4 (retest).technical support recommended performing another test where the lab draw is performed within an hour of the inratio test.